Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, defib cycling and environmental chamber testing without duplicating the customer's report. The multifunction cable was also returned and passed testing. An internal inspection found no discrepancies. The pace/defib engine board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently turned black and the self test could not be executed. Complainant indicated that there was no patient involvement at the time of the reported malfunction.